Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000219, serial/lot #: -, ubd: , UDI#: g2) foreign country: sweden h3) a manufacturer representative (rep) went to the site to test the imaging system. The rep reported the right side tracker failed the imaging and navigation system verification. The right side 20 centimeters (cm) and 40 cm field of view (fov) calibration and ve rification was performed. The system was then ok. Codes: b01, c10, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the manufacturer representative checked the navigation and imaging system connection and accuracy. There was no patient involvement. Additional information was received. The site suspected accuracy issues. The trackers on one side needed calibration since they were out of specified tolerance.